Event description:
Procedure type: wedge resection. According to the reporter: the surgeon positioned and inserted the port under direct vision but when the obturator was withdrawn there was damage evident to the distal tip of the rubber port and particles from the device had dislodged from the distal tip into the thoracic cavity. The surgeon retrieved the dislodged particles and continued to use the port for the remainder of the procedure.

Manufacturer narrative:
(B)(4).